Event description:
The customer obtained back to back readings on her meter of 478mg/dl and 153mg/dl. The customer states no treatment or change to medications based upon these results and that she is fine. Return requested and replacement was sent.